Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise. An electrode fracture was suspected, and the s-ICD system was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) due to changes in the patient's condition. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. An x-ray of the electrode confirmed the sense a cable was partially fractured in the area approximately 2.5 centimeters (cm) from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fracture resulted in the noise that was observed clinically.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise. An electrode fracture was suspected, and the s-ICD system was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) due to changes in the patient's condition. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for analysis.